Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found experiencing seven occurrences of missing labels and leakage. The following has been provided by the initial reporter: no label and leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6: investigation summary - this memo is to summarize findings regarding the complaint related to catalog number 245122, tube bactec mgit 7ml, batch number 1078376 and complaint number (B)(4) for missing label and leaking. Material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1078376 was satisfactory per internal procedure. Filling, labeling, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and four other complaints have been taken on this batch for labeling, and no other complaints have been taken on this batch for leaking. Retention samples from batch 1078376 (100 tubes) were available for inspection. No defects were observed in 100/100 retention tube samples. All 100/100 retention samples had properly affixed labels. All 100/100 retention samples were properly filled with the expected fill of liquid media. There was no evidence of leaking from 100/100 retention samples. One photo was received to assist with the investigation: the photo shows seven tubes inside of a plastic bag. All three tubes have no labels, four of the tubes have labels verifying the tubes are from batch 1078376. One tube does show a lower fill volume than the rest. A determination for cause cannot be made from the photo. No returns were received to assist with the investigation. The complaint cannot be confirmed for leaking. The complaint can be confirmed for missing label. A trend has not been identified, therefore, there are no actions planned at this time. Bd will continue to trend for complaints for labeling, and leaking.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tube has been found experiencing seven occurrences of missing labels and leakage. The following has been provided by the initial reporter: no label and leakage.